Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.